Event description:
It was reported in a scientific article that the patient experienced a greater than 50 percent increase in seizures after three months of vns therapy. It is known that the device was not explanted during the study period. No further information was provided. Attempts for further information have been unsuccessful to date.